Event description:
It was reported that shaft break occurred. After pre-dilatation, a 2.50 x 16 synergy drug-eluting stent (des) was advanced for treatment. However, during insertion, while loading the stent into the guide catheter, it was found that the stent delivery system had broken into two parts. The device was removed, and the procedure was completed with non-boston scientific device. No patient complications were reported, and the patient was doing well after the procedure.

Manufacturer narrative:
Initial reporter address: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Multiple kinks were noted along the shaft of the device and a hypotube break was identified 59cm distal to the distal end of the strain relief. No issues identified with the outer and mid-shaft sections or the inner lumen of the device. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues identified with the outer and mid-shaft sections or the inner lumen of the device. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. After pre-dilatation, a 2.50 x 16 synergy drug-eluting stent (des) was advanced for treatment. However, during insertion, while loading the stent into the guide catheter, it was found that the stent delivery system had broken into two parts. The device was removed, and the procedure was completed with non-boston scientific device. No patient complications were reported, and the patient was doing well after the procedure.